Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A device history record review (DHR) was conducted which indicated all inspections were completed and no issues were noted during manufacture. One image and eleven samples were received for evaluation in unused conditions and had original packaging. Visual inspection was performed at 12 inches under normal lighting to received unit. According to the visual inspection, the inner box had an incorrect expiration date and tray had the correct expiration date; therefore, the complaint was confirmed. During the investigation analysis, the failure mode reported was reproduced. Label software was verified, and it was observed that a problem occurred during data capturing, manually operated information captured incorrectly and this caused an incorrect expiration date on labels. The corrective action was documented in a non-conformance. A scanning system was implemented to replace the manual capture of the number of shelf-life days for the product. It is documented in the procedure and was implemented. It meets the requirements to prevent / correct the failure mode reported in the complaint about incorrect expiration date.

Event description:
It was reported that 11 tracheostomy tubes with the same item number and lot number had an expiration date that was the same as the manufacture date on the box. No patient injury was reported, the issue was discovered during pre-testing.